Event description:
Use in prescribed fashion for several hrs a day caused spasm and pain of right hip flexor muscles. This occurred on at least two occasions; each episode would take up to several days to resolve. Symptoms resolved with ending treatment as would recur with reuse. Device was used between 3/99 - 7/29/99. Symptoms have not recurred since device discontinued.